Manufacturer narrative:
(B)(4). Batch # n5401k. The analysis found that one pce60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further clarification of the event? How was the device "body not working in its normal condition"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? When you stated you "grapping just the closing trigger but battery worked like firing trigger closed" did the device begin to fire? If yes, can you clarify if this event occurred during the procedure or after the procedure? How was the procedure completed?

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) wedge resection procedure, the device body was not working in its normal condition. When it was checked, "I grapping just closing trigger but battery worked like firing trigger closed." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.